Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2011. On (B)(6) 2011 the device failed the weekly auto self-test due to a low battery. On (B)(6) 2011 the device was manually powered up and passed a self-test. On (B)(6) 2012 a new pad-pak was installed and the device was manually powered up passing a self-test. On (B)(6) 2013 the device failed the weekly auto self-test due to a configuration error. The history log showed that the device was upgraded prior to this date. On (B)(6) 2014 the device failed the weekly auto self-test due to a low battery and remained in fault mode until (B)(6) 2015 when a new pad-pak was installed. Multiple manual power ups mainly of one minute duration were observed in the device memory between the (B)(6) 2015 and the final history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore the voltage across the pogo-pins was reduced enough to contribute to the low battery fails. The configuration error reported on the (B)(6) 2013, likely occured during upgrade of the device. The error was replicated during testing by prematurely disconnecting the data cable during programming of the device software. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switches on automatically.